Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. On (B)(6) 2010, the interrogated voltage measured 2.92 v and the daily voltage measurement was 2.96 v. This is within expectations. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage at interrogation shows 2.92 volts. The device is still in use. No patient complications have been reported as a result of this event.